Event description:
Voluntary medwatch received states the system leads were explanted due to signal artifact. No adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5173138. Sus voluntary even report was received. Medwatch: mw5173137.